Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station drawer had power failure. A field service engineer (fse) diagnosed a drawer 2.1 controller failure verified with a meter, replaced the controller board, and confirmed proper functionality through application testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a power failure occurred at the pyxis machine. The customer reported that the pyxis machine in the ICU was not receiving power. Other machines and refrigerators at the facility were reported to be functioning as intended. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.